Manufacturer narrative:
Continuation of d10: product ID b3400040, lot# serial# (B)(6), implanted: explanted: product type extension product ID b3400040m, lot# serial# (B)(6), implanted: explanted: product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040, serial/lot #: (B)(6), ubd: 13-jan-2025, UDI#: (B)(4); product ID: b3400040m, serial/lot #: (B)(6), ubd: 07-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative. It was reported that patient experienced ongoing tension on the extension wires in the neck following the implant. The patient noted a worsening of symptoms around easter and required reprogramming to reroute the stimulation. The reprogramming was conducted on may 1, and the patient was advised to follow up with the surgery department. No surgical intervention has occurred, and the resolution of the issue is currently unknown. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative indicating that the tension felt at the extension has not resolved. The representative noted that the issue may be examined further when the battery is replaced.

Manufacturer narrative:
Continuation of d10: product ID b3400040 lot# serial# (B)(6), product type extension product ID b3400040m lot# serial# (B)(6), product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed no anomalies. H3: analysis of the extension (s/n (B)(6)) revealed that the conductor was broken less than 5 cm from the proximal end. H3: analysis of the extension (s/n (B)(6)) revealed that there was a breached depression in the outer insulation of the extension, exposing the conductor from the proximal/distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative regarding the previously reported event. It was reported that the patient was reprogrammed in early may to address ongoing tension in the extension tract along their neck, prior to the development of high impedances on an unmarked extension. The high impedances were noted to have developed sometime in early april. Although reprogramming was performed, the patient preferred the program used before the high impedances occurred. Surgical intervention was performed to revise the extension. Both extensions were replaced, and the issue is now resolved. No further information is available from the healthcare professional.